Event description:
It was reported that the patient experienced a burning sensation, a lack of therapeutic effect and had impedance readings of <200 ohms. An x-ray showed that the leads were in place. The device was turned off and an esophagogastroduodenoscopy (egd) was performed; which did not show any perforation. The patient became immediately sick with a return of symptoms and the device was turned back on and re-programmed. A follow-up phone call to the patient 9 days after the egd revealed that the patient felt better and had no pain or burning at the generator site. The events were attributed to the generator. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4).